Manufacturer narrative:
The complaint was not confirmed for a component by the technician but a substance was observed near the rear bearing and a sample taken. The device was scrapped by the manufacturer.

Event description:
It was reported that prior to a case at the user facility, the hudson modified trinkle drill, leaked oil. As this event occurred prior to a case at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that prior to a case at the user facility, the hudson modified trinkle drill, leaked oil. As this event occurred prior to a case at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.